Event description:
Customer reported experiencing high blood glucose levels over 500 mg/dl. Cause was not known. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.